Event description:
The customer was hospitalized due to low blood glucose. Assisted nurse in examining the bolus and priming histories to see where excessive insuling might have been used. A manual prime was found showing zero units. There may be a possible chance that the customer was in a coma.